Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 41 was present in notifications menu when the device was powered on; restarting the device did not clear the alert. Engineering logs confirmed alert 41. The device was opened and it was observed that the home position of the leadscrew nut was incorrectly setting too early.

Event description:
It was reported that the user experienced a restart 41 alert and was unable to announce meals, with the pump failing to rewind despite battery level above 50%; dry run attempts after removing supplies were unsuccessful, and the device was shut down with backup therapy advised. Symptoms included risk of uncontrolled glucose due to interrupted insulin delivery. Outcomes included interruption of insulin delivery and the need for temporary backup therapy. Investigation included remote troubleshooting and user education, including guidance to sync data to the mobile app, return the device with the provided label, and initiate a new startup on the replacement device since data would not transfer. Investigation of this case revealed an absolute range insulin error consistent with an internal malfunction preventing a successful rewind. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump mechanism with undetermined specific component-level root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.